Event description:
It was reported that there was an allegation of the lead having high thresholds and phrenic nerve stim (tg). The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).